Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (600 mg/dl) the customer delivered a manual injection to stabilize bg level. The customer stated the suspected cause for the elevated bg level is due to running out of supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.